Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separations were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the separations and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis revealed that the distal end of the catheter (tip and balloon) had separated and was not returned. Additional information received from the account stating that the separation occurred during removal of the device. The separated piece was stuck in the sheath; therefore, nothing remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and de novo lesion in the arterial graft. A 3.0x15mm trek rx balloon dilatation catheter (bdc) could not be fully deflated and resistance was felt when attempting to remove the device. Negative pressure was applied to the bdc in attempt to help remove the device and the partially deflated bdc was removed as a unit with the guide catheter and guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.